Event description:
Reporting status: serious injury - required intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that it was difficult to cross the lesion. The stent dislodged from the balloon and was then retrieved and remounted on the balloon. The device was deployed without problems. No additional event or patient information is available.